Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the complaint report description were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut efficiently during surgery. The probe was exchanged. After a ten minute delay, the procedure was completed with no harm to the pt.